Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer report was observed and the pace/defib engine board was replaced. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical united states; the report was duplicated and attributed to a system interconnection flex cable that was not properly seated to a connector. The cable was reseated to correct the issue. It could not be firmly established how the cable became misaligned. Analysis for reports of this type has not identified an increase in trend.